Event description:
The pump turns on and off by itself. Information was not provided regarding whether or not the device was in pt use when the reported situation occurred. The hospital representative stated that there was no pt incident report.